Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4810mlc was removed on (B)(6) 2019 due to failure to osseointegrate 4 months and 26 days after implantation. The patient has history of diabetes. The patient required bone augmentation for the operation. The doctor noted local infection during explantation. The patient has recovered without complications.